Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) suggested a replacement. Subsequently, this device was explanted and replaced. This device will not be returned since it was retained by the hospital. No additional adverse patient effects were reported.